Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united stated. In response to the warning letter that the united states FDA issued to sorin biomedical (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the device switched to standby mode because of a wrong management of internal data by the programmer upon aida programming. This occurred when the physician attempted to save the threshold test result. On (B)(6), re-initialization restored normal operation. There is no safety issue, and the device can remain implanted without further action.

Event description:
After the implantation of the device involved in this report, the physician reported he could not perform any action on the programmer. The programmer was rebooted and the device was found to be operating in standby mode upon interrogation.